Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pca leaked and then turned off and gave patient bolus could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported that the pca had dilaudid leaking under the pump, then when another dilaudid syringe was placed in the same pump, the plunger was found to be depressed with the pump off. The patient, after leaving the bathroom, alerted the nurse to these issues and that there were no alarms. The customer suspects the patient attempted to divert medication. Although requested, no further information has been received.